Manufacturer narrative:
The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.5 inr, qc 2: 3.6 inr, qc 3: 3.5 inr. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Between 11:30 am and 12 pm, the meter result was 4.1 inr and the laboratory result was 2.9 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed to be correct. There was no treatment provided based on the meter result. There was no allegation of an adverse event. The customer had stopped taking lovenox two days prior. The customer had recently had back surgery.